Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The abbott rep reported exposed and frayed wires of the hospital system antenna cord. The hospital system was replaced and there were no adverse consequences reported by the rep.

Manufacturer narrative:
One cardiomem hospital system with corresponding cm3100 antenna was received for evaluation. Visual inspection revealed that the antenna cable was frayed with exposed wires. The unit powered up as intended and a successful login was performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformance's were identified that are related to the reported event.